Event description:
It was reported that the defibrillation pads were placed on the patient (patient details not available), the device on/off button was pressed, and the device did not respond. The on/off button was pressed again, and the device did not respond; at which time, a medical response team arrived on the scene and assumed treatment of the patient. Patient was not resuscitated. Device malfunction did not affect patient outcome, according to the report, due to lack of patient viability.